Event description:
Pt with venous echo cannula in right groin, cyanotic from groin to toes. Ordered to place warm packs applied to leg. Heel warmer packs placed all around leg. After 30-40 minutes, packs removed. Two blisters noted: one one left heel and on left calf. Blisters were initially small, but increased in size, lower leg bright red in color. Anticipate calf will require grafting. Box of 25, 13 remaining have beeen set aside.